Event description:
The distributor forwarded the lma to the MFR for evaluation. The examination of the lma showed that it was not sold in the united states. Further discussion with the user facility rep revealed that one of the user facility's physicians brought some lma's to the united states from australia.